Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that they have an inoperative pain pump that was installed in them, and they have 2 doctors and 2 techs waiting on this information. The patient then stated they have been trying to 'get this thing worked on and get the bugs taken out of it for months, and now it's gotten me laid up in the hospital for weeks sick as a dog, so now we have to rip it out of me.' The agent acknowledged statement and did not attempt to ask further sr questions to avoid further escalation and patient stated, 'I guess that's all you can expect, thank you medtronic.' The agent emailed the field for visibility.